Event description:
Technician alleged that the bed hi/low was drifting.

Manufacturer narrative:
Technician cleaned and degreased the hi/low braking mechanism and re-greased the bearing to resolve the issue.